Event description:
The clinician reported that over 11 months after the dental implant was placed in ada site 11 in the patient's mouth, the implant did not achieve osseointegration. The site was grafted. The clinician reports pain and inadequate bone quality/quantity in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.